Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited myopotentials oversensing. When the patient took a deep breath, it was reproduced. The low-frequency attenuation filter was turned off, and the issue was resolved. There were no patient consequences.